Manufacturer narrative:
Device evaluation summary: since no lot number was provided, no manufacturing record evaluation could be performed. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of missing material on the anterior aspect extending to the posterior aspect measuring approximately 2.5 cm x 1.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed through a physical examination. Right sided deflation was determined through the receipt of a deflated device. Explant and bilateral prosthesis replacement with 465cc mentor memorygel breast implants was performed on (B)(6) 2020. The initial report for the left sided prosthesis was reported initially under 1645337-2020-16159. The presence of right sided deflation was revealed through analysis of the devices returned on (B)(6) 2021. This report relates to the right prosthesis.